Manufacturer narrative:
E1(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displayed a blank white image along with an e226 endoscope communication error. The event occurred during inspection for use. There were no reports of patient harm.